Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during explant of the pacing system, the stylet broke inside the right atrial lead. The lead was removed.